Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "simultaneous transcatheter double valve replacement: aortic valve-in-valve replacement and mitral valve replacement with the tendyne valve", was reviewed. The article presented a case study of a 70-year-old male patient with a history of severe primary secondary mitral valve regurgitation (mr) and moderate aortic valve stenosis due to structural degeneration of a 25mm non-abbott bioprosthetic valve. A 39mm tendyne mitral valve was selected for implant for transcatheter mitral valve replacement and a 23mm non-abbott valve was selected for a valve-in-valve transcatheter aortic valve replacement. Both valves were successfully implanted. Post-procedure the patient went into second degree heart block. A permanent pacemaker was implanted. Postoperative day 14 the patient was discharged in stable condition on warfarin therapy.

Manufacturer narrative:
As reported in a research article, simultaneous transcatheter double valve replacement: aortic valve-in-valve replacement and mitral valve replacement with the tendyne valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention, was a result of case specific circumstances, as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "simultaneous transcatheter double valve replacement: aortic valve-in-valve replacement and mitral valve replacement with the tendyne valve", was reviewed. The article presented a case study of a 70-year-old male patient with a history of severe primary secondary mitral valve regurgitation (mr) and moderate aortic valve stenosis due to structural degeneration of a 25mm non-abbott bioprosthetic valve. A 39mm tendyne mitral valve was selected for implant for transcatheter mitral valve replacement and a 23mm non-abbott valve was selected for a valve-in-valve transcatheter aortic valve replacement. Both valves were successfully implanted. Post-procedure the patient went into second degree heart block. A permanent pacemaker was implanted. Postoperative day 14 the patient was discharged in stable condition on warfarin therapy.